Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .

Event description:
It was reported that 9 days after completion of an ion endoluminal lung biopsy procedure, the patient presented to the emergency room (ER) with hemoptysis and was found to have a pneumatocele. Per the reporting physician, there was no malfunction of an ion system, instrument, or accessory occurred. The patient was hospitalized for 5 days and placed on antibiotics. No procedures were required and the pneumatocele gradually resolved on its own. The diagnosis was a poorly differentiated adenocarcinoma. The patient was discharged home.